Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025, the patient¿s blood glucose levels increased to greater than 400 mg/dl after approximately 4-24 hours of pod wear on the arm and did not decrease despite the administration of correction bolus doses. The patient stated that he woke up during the night with symptoms including severe nausea, vomiting, dehydration, sweating, and shakiness, and reported that no alarms were generated by the omnipod system at the time of the event. The patient was transported to the emergency room via ambulance by the fire department and was admitted to the intensive care unit. He was diagnosed with diabetic ketoacidosis and treated with intravenous fluids; no additional treatment details were reported. The patient reported detecting the smell of insulin during pod wear but confirmed that no insulin leakage was observed. The patient was discharged on (B)(6) 2025.